Manufacturer narrative:
This report is being filed to provide information in h.6 and h.10. Investigation: semi-annual preventative maintenance was completed on the device on 5 april 2023. An auto test and pump occlusion test were performed with no unwarranted alarms or errors. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that 25 minutes into the therapeutic plasma exchange (tpe) procedure with a patient with nephritis and the alarm for cells was detected in plasma line from the centrifuge. Before calling the support line the customer increased the hct by 3% and continued having the same alarm. When asked if the patient had hemolysis, the operator indicated no. However, the customer provided a picture that did indicate hemolysis. The labs stated that the samples were not hemolyzed and the attending physician stated that in fact there was no hemolysis due to his diagnosis. I asked him to call the pharmacist and ask how the albumin was diluted from 25% to 5%. He told me that he could not disclosed how the albumin 25% was diluted to 5%. He removed 831 ml and replace 653 ml. The doctor ordered a further lab panel for hemolysis. Per the customer, the patient is stable. Patient ID and age are not available at this time. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: semi-annual preventative maintenance was completed on the device on 5 april 2023. An auto test and pump occlusion test were performed with no unwarranted alarms or errors. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported that 25 minutes into the therapeutic plasma exchange (tpe) procedure with a patient with nephritis and the alarm for cells was detected in plasma line from the centrifuge. Before calling the support line the customer increased the hct by 3% and continued having the same alarm. When asked if the patient had hemolysis, the operator indicated no. However, the customer provided a picture that did indicate hemolysis. The labs stated that the samples were not hemolyzed and the attending physician stated that in fact there was no hemolysis due to his diagnosis. I asked him to call the pharmacist and ask how the albumin was diluted from 25% to 5%. He told me that he could not disclosed how the albumin 25% was diluted to 5%. He removed 831 ml and replace 653 ml. The doctor ordered a further lab panel for hemolysis. Per the customer, the patient is stable. Patient ID and age are not available. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that 25 minutes into the therapeutic plasma exchange (tpe) procedure with a patient with nephritis and the alarm for cells was detected in plasma line from the centrifuge. Before calling the support line the customer increased the hct by 3% and continued having the same alarm. When asked if the patient had hemolysis, the operator indicated no. However, the customer provided a picture that did indicate hemolysis. The labs stated that the samples were not hemolyzed and the attending physician stated that in fact there was no hemolysis due to his diagnosis. I asked him to call the pharmacist and ask how the albumin was diluted from 25% to 5%. He told me that he could not disclosed how the albumin 25% was diluted to 5%. He removed 831 ml and replace 653 ml. The doctor ordered a further lab panel for hemolysis. Per the customer, the patient is stable. Patient ID and age are not available at this time. The disposables set is not available for return because it was discarded by the customer.